Event description:
Patient reported his pump may not be delivering correctly. Patient stated he has experienced elevated blood glucose levels for the past 2 days; blood glucose level was 443 mg/dl. Patient reported he changed the infusion set and tubing 3 times in the past 2 days and is now contributing his elevated blood glucose to the pump not delivering properly; was able to self-treat. On call back patient reported as soon as he switched to the backup pump, his readings returned to normal. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.